Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial tka, the female patient had an episode of left knee swelling. Patient's indication of revision was pe issue, pain and swelling. The surgeon did a partial revision surgery on the patient where only the original insert has been replaced. Synovectomy and lavage were performed. The pe retrieved appeared to be badly damaged. Images received. The device will be returned.

Manufacturer narrative:
H3: the revision reported was likely the result prosthesis wear of the tibial insert, as stated in the experience report. The prosthesis wear was likely due to a combination of rotational mismatch of the femoral component relative to the tibial insert, third body wear, and fatigue wear. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
After additional review of information and an update to the investigation, the following sections g1, g3, g6, h1, h2, and h6 have been updated accordingly. (D10): concomitants: (B)(6), 02-010-01-0330 - logic femoral ps cem right sz 3, (composant femoral logic a cimenter t.3 droit), (B)(6), 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t, (embase tibiale fit logic cimentee 3f/2t), (B)(6), 200-02-35 - three peg patella 35mm, (rotule 3 plots diam 35 8.5mm optetrak).